Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the case report forms (aortic proact, post-approval study), patient 50 implanted on (B)(6) 2017 with onxane-23 and experienced "thromboembolism, cva [cerebrovascular accident] in left pca [posterior cerebral artery] distribution" on (B)(6) 2017 and was "fully resolved" by (B)(6) 2017. Inr at time of event was 1.4 on regimen of warfarin and asa. Per surgeon, "subtherapeutic with inr 1.4 on admission."

Manufacturer narrative:
Case report forms were provided indicating the following: MRI on (B)(6) 2017 indicate "hyperacute stroke in the left pca distribution. No hemorrhage or significant gyral swelling at this time.¿ transesophogeal echo indicates "mechanical aortic valve has layer of clot present - no significant stenosis mean gradient 6mmhg.¿ past medical history significant for aortic valve stenosis, depression, dyspnea on exertion, heart murmur, migraines, near syncope, and snoring. The manufacturing records for the onxane-23, sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxane-23, sn (B)(4) implanted on (B)(6) 2017 in (B)(6) year old male. Patient presented to emergency room on (B)(6) 2017 (124 days postop) complaining of headache and right peripheral vision loss. Inr measured to be 1.4. Patient is in on-x post approval study; pt ID (B)(6). Target inr was 1.5 - 2.0 with 81mg aspirin daily. MRI and CT [computed tomography] indicate hyperacute stroke in the left pca; no hemorrhaging nor significant gyral swelling. Transesophageal echocardiogram reports "layer of clot" on the on-x valve, but no stenosis and a mean gradient of 6mmhg. Treated with heparin bridge, continuing aspirin, and increasing inr target to 2.5 - 3.5; however, had difficulty establishing therapeutic target. Daily inr beginning 05/30/2017 was 1.4, 1.2, 1.1, 1.2, 1.2, 1.7, 2.0, and finally 2.6 on (B)(6) 2017, day of discharge. At discharge, patient reports small headache (1/10) and some spots in right eye, but otherwise is doing well. This patient suffered from an acute thromboembolic stroke at the pca with near normal recovery after a week. Stroke is a known risk for replacement of the aortic valve with a mechanical prosthetic aortic valve. The probable root cause for the reported event is subtherapeutic inr leading to clot formation on aortic valve, a portion of which embolized to lodge in the posterior cerebral artery causing an acute stroke. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the case report forms (aortic proact, post-approval study), patient (B)(6) implanted on (B)(6) 2017 with onxane-23 and experienced "thromboembolism, cva [cerebrovascular accident] in left pca [posterior cerebral artery] distribution" on 05/30/2017 and was "fully resolved" by 06/07/2017. Inr at time of event was 1.4 on regimen of warfarin and asa. Per surgeon, "subtherapeutic with inr 1.4 on admission."